Event description:
The end user reported intermittent rash with redness under the tape border of his wafer. He stated that it comes and goes.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated he uses allkare protective barrier; adhesive remover wipes and either (B)(6) soap for skin care. The end user reports he will try borderless wafers. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a f/u report will be submitted. (B)(4).